Event description:
Consumer called to report that she received burns on her leg from the heating pad. The coils of the heating pad were exposed causing her burn. The injury resulted from using a damaged heating pad.